Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. The tear can be faulted for the alleged not sure delivering insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone15.3 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 300 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The complaint was originally coded for uncertainty regarding insulin delivery. Investigation of pod found damage to the cannula.